Event description:
Device malfunction: none. Symptoms/ae/outcome: infarction, death. Time of symptoms/ae/outcome: after the procedure. It was reported that after an uneventful cerebral revascularization with an xact stent, arteriotomy closure of the common femoral was attempted with the starclose device. Reportedly, during the thumb advancer step, resistance was felt and carving did not allow the sheath to be split completely. The device became stuck in the wound track and was ultimately removed with force. Manual compression was held successfully to achieve hemostasis. A fogarty catheter was placed and the pt was sent to surgery. The arteriotomy and the fogarty puncture site were sutured. Reportedly, "the pt died in the night with an infarct." Though requested, no additional information was available.

Manufacturer narrative:
The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed. The starclose lot #56022-6h is being filed under medwatch MFR #2953144-2007-01209.